Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the prograsp forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint "instrument tip could not open." Failure analysis found the primary failure of grip tips stuck to be related to the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument grip tips were unable to open and were stuck in the close position. Root cause of this failure is attributed to the user. Failure analysis found the secondary failure of severely bent grip tip to be related to the customer reported complaint. The instrument was found to have a severely bent grip at the base of the grip where it meets the distal pin. One of the grip tangs was bent inward, most likely causing the grips to be stuck in the close position. Root cause of this failure is attributed to the user.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the prograsp forceps tip could not open. The procedure was completed with no reported injury using a back up instrument.